Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2001; 419488 lead, implanted: (B)(6) 2005. Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture at the first rib/ clavicle location while in vivo. The interior superior vena cava defibrillation cable developed a fracture at the first rib/ clavicle location while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil was fractured. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced prophylactically. The lead was returned to the manufacturer and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.